Event description:
The customer reported a stator not on error message. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power motor relay board. System operates as intended. This MDR is related to ge healthcare.